Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: mar 24, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during and unspecified procedure, the drill bit broken and a fragment was retained in the patient. The procedure was successfully completed with a 20 minute delay due to the reported event. The patient¿s postoperative status was reportedly okay. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A manufacturing investigation & investigation summary was performed. The report indicates that the: as received condition of the device: the completed grooved portion of the drill bit ø 2.0/1.15mm, cannulated, l 150/48mm is broken off and missing. The dimensions of the remaining drill bit were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. Because of the damage and the missing broken off portion the relevant dimensions cannot be checked to print specifications anymore. Conclusion the complete grooved portion is broken off; the missing portion of the drill bit in question measures approximately 20mm. Based on the provided information we are not able to determine the exact cause of this complaint. A possible reason for the damage could be a metallic contact or with bone material blocked flutes. For effective chip removal from the point, it is nevertheless necessary to withdraw the entire drill from the hole at frequent intervals to avoid chip congestion. Therefore it is likely that this occurrence in combination with a mechanical overload situation has caused the breakage. Also, please note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention to the ¿important information¿ you should check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances but were caused during a mechanical overloading situation. Because of the missing broken off portion cannot be investigated the complaint root cause is undetermined. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Based on the updated information, this report should be product problem/malfunction only. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that part of the drill bit remained in the patient. It was noted later that the part of the broken drill bit was removed.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that the broken part of the drill bit is still in the patient¿s body. It was noted the plan is to remove the piece of the drill bit after bone union has occurred when the screw is removed.